Manufacturer narrative:
A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported that device's over temperature alarm would not alarm and no audible, it continues to circulate. The event occurred during preventative maintenance. There was no patient involvement.

Manufacturer narrative:
D3 - mfg establishment name- corrected. D9 - date returned to mfg: 6/9/2025. The suspected device was returned for evaluation. The event history log (ehl) was reviewed. The device was visually inspected. A functional test was performed and the reported issue was duplicated. The probable cause of the reported issue was due to calibration issue. As a result, the device was recalibrated. The service history review had no indication that the complaint was related to a service of the device within the review period. The device passed all functional testing after repair and was returned to the customer.